Event description:
It was reported that the physician could not flush the sterile saline from the side port.

Manufacturer narrative:
One 10f fast-cath hemostasis introducer was received for evaluation. The extension tubing with stopcock was attached to the sheath. Water-like solution was visible inside the extension tubing. Solvent was visible on the exterior of the extension tubing at the side port. No other anomalies were noted. The stopcock was attached to a 4.5 psig source of water. Water flowed freely from the open port of the stopcock, but would not flow into the hemostasis body and out the distal tip. The water source was attached to the sheath distal tip; however, water would not flow out either port in the stopcock. The extension tubing was cut between the stopcock and side port. The water source was attached to the stopcock and the water flowed freely from the open end of the extension tubing. The water source was then attached to the hemostasis body side of the tubing and the water would not flow into the hemostasis body, and out the distal tip. The hemostasis cap was removed and the interior of the body was inspected; solvent was not visible. The extension tube was cut from the side port. An obstruction was noted in the interior of the extension tube, within the side port. The remaining extension tube segment was pulled out of the side port. A clear membrane, consistent in appearance with the solvent used during manufacture, was observed completely obstructing the extension tube. No anomalies were noted in the side port. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Assemblies are 100% inspected for blockages. The operators involved in the testing process have been specifically retrained on the blockage test procedure.